Manufacturer narrative:
--

Event description:
This is was already reported on 2124215-2009-07567 and is duplicate information. The lead was surgically abandoned in 2009 due to issues reported on report 2124215-2009-07567.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) and right atrial (ra) leads were surgically abandoned due to unspecified impedance measurement issues. The pacemaker was also explanted during the procedure. No additional adverse patient effects were reported.